Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional nc trek device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in an unspecified artery. The 3.5x8mm and 3.5x15mm nc trek balloon dilatation catheters (bdc) were inflated once up to 10 atmospheres (atms) and negative was held for 5 seconds to deflate the balloons, however, the balloons could not be deflated. There was no difficulty removing the stylet or protective sheath and the devices were prepared (air aspiration) outside the anatomy prior to use. Contrast mix used was per instructions for use. The devices were withdrawn fully inflated. The patient had no flow in the artery and hypotension occurred. Adenosine was administered intravenously and another balloon was used for post dilatation. Vasovagal sycope also occurred that needed time to treat and recover which caused a delay in the procedure. The patient improved and there was no prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated. Visual and functional inspections were performed on the returned device. The reported failure to deflate could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The reported patient effects of hypotension and occlusion are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as known patient effects. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported patient effects of delay to treatment/therapy, unexpected medical intervention and medication required appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of hypotension, obstruction/occlusion and syncope/fainting and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.